Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 event, the pressure sensor was replaced, 1 event was resolved by replacing flow sensor, and 1 event will be resolved by replacing the lower housing assembly.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1006-9321-000 anesthesia gas machine experienced a gas leak. 2 units were reported for gas leak in excess of 4.5l which could cause loss of mechanical ventilation. 1 unit was reported for a pressure sensor leak preventing mechanical ventilation. These reports were received from various sources. Of the 3 events, 3 did not involve patients.